Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, an occlusion alarm occurred. A system check was performed verifying the occlusion alarms and a crack was observed on the cartridge. A cartridge change was performed and insulin deliveries were resumed. Customer¿s blood glucose level was 318mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.